Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode of the sensor had come off. The customer's blood glucose was unknown at the time of incident. The customer did not know when the and where the sensor electrode was lost. Troubleshooting was not performed and the device will not return for analysis.